Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. The patient did not provide any blood glucose levels. As treatment the patient replaced the pod.

Manufacturer narrative:
The device was received undeployed. The device was received in pod state 14, indicating it deactivated itself due to timing out during the activation process. The device operated as intended.